Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. One photograph taken from the angiogram was provided. It shows an inflated balloon with a length of 200 mm inside the complaint stent. The fully released stent appears to be 40 mm shorter than the balloon. Unfortunately, the poor quality of the photograph does not allow any statement with regards to geometric distortions of the stent structure and/or inhomogeneous radiopacity along the stent length which would be suggestive of focal stent compression. Despite extensive correspondence with the local staff the original angiographic material could not be obtained. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
A pulsar-18 t3 6/200/135 peripheral stent system was selected for treatment. The stent was deployed in the politeal p1 and sfa. However, the stent seems to be much shorter than the actual length which is described on the packaging. Thus, a passeo-18 (6/200) was used to measure the stent length and the stent was found to be about 40mm shorter that the passeo-18.